Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A nurse reported the system would not accept cassette consistently. A system message was also displayed. This event occurred at the startup process. The cassette was ejected and reinserted but the issue persisted. The system was rebooted, the cassette was reinserted and proceeded with all scheduled cases. There was a 25 minute delay. There was no pt in the room at the time of the event. The cassette was not saved for eval.

Manufacturer narrative:
A company service representative examined the system and was able to duplicate the reported problem. The irrigation pressure sensor was replaced. System calibration/operation was confirmed. The system was then tested and met all product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).